Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Upon receipt, the device was in backup vvi (bvvi) mode. Further analysis identified an anomaly on a ram component that resulted in the bvvi mode. Root cause not determined.

Event description:
It was reported that the device had gone into a backup vvi state. Hence, the device was explanted.